Event description:
Device evaluation: mss reviewed pa test results for this complaint. Lifescan received the test strips involved with this complaint (B)(6) 2015. Device evaluation was completed on (B)(6)2015. The test strips passed testing. In addition a secondary issue was noted, when test strips were tested with control solution, an error 4 was observed with no assignable cause found. The meter was also returned, the complaint could not be reproduced. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) (B)(6), alleging that their one touch verio iq meter read inaccurately high when compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on the weekend of (B)(6) 2014. The patient reported obtaining a blood glucose reading of ¿7.9mmol/l¿ on the subject meter. The patient manages their diabetes with pills, diet and exercise. The patient denied developing any symptoms as a result of the alleged inaccurate result. The patient reported taking 500mg of metformin after obtaining the reported reading. At the time of troubleshooting the csr verified that the unit of measure was set correctly and that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.